Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/02/2015 with the following findings: during investigation, the original cloudy display issue was unable to be duplicated. The pump was powered on to a fully illuminated and legible verification screen. There were no visible signs of moisture observed behind the display. A leak test was performed and no leaks were found. The pump case was removed and there was moisture corrosion found on the power circuit and on the continuous glucose monitor module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. It was reported that there was moisture present behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.